Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue is determined to be patient condition because of patient anatomy and pump was unable to pass through vasculature. In accordance with updated procedures, sections d6 has been revised from the initial submission.

Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the doctor attempted to place the impella cp pump from the left side and was unable due to the patient's anatomy. The doctor feared that they may have damaged the pump during the implant and requested a new pump be opened for subsequent placement through the opposite femoral artery. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.